Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced hyperglycemia event and patient got hospitalized on (B)(6) 2025. The blood glucose level was 456 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The duration of hospitalization was greater than 24 hours.patient experienced the symptoms of bleeding at the time of the event. No further information available.